Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead distal tip became bent as it was removed from the sterile packaging. The lead was not used for the procedure and was replaced with a new lead. No patient complications have been reported as a result of this event.